Manufacturer narrative:
Block h6: imdrf device code a0406 captures the investigation result of stent deformed. Block h11: an epic biliary stent and delivery system were returned for analysis. The stent was received fully deployed and expanded. Visual examination found the stent was noted to be kinked at one end. Multiple kinked were noted on the inner and outer sheath kinked. No other damage was noted to the stents and delivery system. Product analysis did not confirm the reported event of stent failure to deploy. The kinks noted to the delivery system were most likely due to an interaction between the user and the device during procedure. The damaged noted to the stent most likely occurred outside the patient. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). The IFU states that, "the epic biliary endoscopic stent system is intended to treat patients with biliary strictures created by malignant neoplasms and is to be delivered endoscopically." The stent is not intended to be placed in the hilum. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in hilum to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, there was difficulty operating the thumb wheel on the delivery system, resulting in the stent not deploying. The procedure was successfully completed with another epic biliary stent from a different lot. No patient complications were reported as a result of this event. Note: this complaint has been deemed MDR reportable based on the investigation findings which revealed the stent was deformed.